Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1513804) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: shuttled down to deliver the sealant and when the physician withdrew the procedural sheath back to the grip handle, the sealant was stuck at the end of the black shuttle tube. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure due to failure to deliver the sealant. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral sheath size: 5f vessel size: 6 mm stick location: low.